Event description:
The report stated: "suction failed during resuscitation procedure. Wall suciton unit used during resuscitation attempt, suction unit worked for a short while and then stopped. Another wall mounted unit used with same results. Following procedure it was found that the tubing had been connected to the wrong ports on the suction canister. The suction canister ports are identical (patient and wall) and only identify the patient port by having it stamped in the plastic in the same color. To view this you would have to look very closely and be tall enough to see top of the canister, which sits behind the bed. When the suction is turned on it works for the short, while until a vacuum has been created within the liner and the liner collapses then it stops. The units had been tested but, because they worked for a short time the staff had beleived they were working correctly." Multiple unsuccessful attempts have been made to obtain additional information, including patient outcome.